Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although not specified, the returned condition confirmed the reported device failure occurred. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment. However, the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by broken and bent anterior cuff tabs. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for the unspecified device failure and the anterior cuff-to-needle tip detachment could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The hospital did not provide if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.